Event description:
The initial reporter alleged three false-positive results for the elecsys hiv combi pt assay on the cobas e 411 analyzer. The results were reproducible and, in one instance, confirmed on a cobas e 601 analyzer. The three samples originated from a single hospital specializing in phlebology surgery, where patients were tested for hiv status prior to phlebectomy. The first patient¿s sample, analyzed on (B)(6) 2021, yielded an initial result of 4.30 coi (reactive) on the cobas e 411 analyzer. The sample was sent to the national aids center, where it tested non-reactive using two independent immuno-enzyme assay (iea)-based systems (invitrologic hiv 1-2 ag/ab and mila-lab-hiv 1-2 ab/ag). The aids center concluded the sample was hiv-negative on (B)(6) 2021. Additional testing for hepatitis markers (ahcvii and hbsagii) was negative. The second patient¿s sample, analyzed on (B)(6) 2021, yielded initial results of 7.10 coi (reactive) and 7.94 coi (reactive) on the cobas e 411 analyzer. A recheck on the cobas e 601 analyzer produced a result of 4.94 coi (reactive). The sample was sent to the national aids center, where it tested non-reactive using the same two iea-based systems. The aids center concluded the sample was hiv-negative on (B)(6) 2021. Additional testing for hepatitis markers (ahcvii and hbsagii) was negative. The third patient¿s sample, analyzed on (B)(6) 2021, yielded an initial result of 4.79 coi (reactive) on the cobas e 411 analyzer. The sample was sent to the national aids center, where it tested non-reactive using the same two iea-based systems. The aids center concluded the sample was hiv-negative on (B)(6) 2021. Additional testing for hepatitis markers (ahcvii and hbsagii) was negative. The national aids center did not perform confirmatory testing by polymerase chain reaction (pcr) or western blot, as all samples were determined to be non-reactive. Blood was not released for any of the three patients.

Manufacturer narrative:
The reported event involved three alleged false-positive results for the elecsys hiv combi pt assay on a cobas e 411 analyzer (serial number: (B)(6). The investigation determined that the elecsys hiv combi pt assay performed within specifications. False reactive results may occur as the assay's sensitivity and specificity are less than 100%. A review of calibration and quality control data confirmed that all results were within expected ranges for both the cobas e 411 and cobas e 601 analyzers. The patient samples were collected using standard vacuette tubes, and no pre-analytical issues were identified. However, the investigation was limited as the patient samples were not available for further analysis at the manufacturer's facility. The root cause was attributed to a sample-specific discrepancy. A definitive cause for the discrepant reactive results could not be determined based on the available information.